Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. An excessive amount of condensate was noted in the breathing circuit. The patient circuit and absorber were replaced.

Event description:
The hospital reported that, during preoxygenation of the patient, oxygen delivery was lower than expected. There was no reported patient injury.